Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Patient was implanted on (B)(6). The therapy worked great and kept her dry all the time and she could tell when she needed to go to the bathroom and had the sensation for the first time in 30 years. She was down to using only one small pad for any possible leakage. All of a sudden it started pouring again like before the implant. She does not drink alcoholic beverages. She only likes a diet (B)(6) and she only takes a sip of it when her mouth gets dry from all the medication. She was also drinking (B)(6) before the issue started. She does not drink much water except when she takes her pills. She takes 15 pills in the morning and 14 pills at night. It takes about 2 cups of water to get them swallowed. She missed her follow up appointment with her hcp (healthcare provider) because she had other health problems. She had a fire in her apartment and ended up in a hospital with the smoke inhalation. Patient called her hcp on (B)(6) and they called made an appointment for her on (B)(6). She was at 2.6 volts when implanted. When she replaced pp (patient programmer) batteries last week she noticed her stimulation was at 1.6 volts. She did not know how it got changed to 1.6 v, because she did not use the pp since implanted. Increased amplitude and the patient does feel stimulation in the correct area. Patient mentioned she has alzheimer's but it was not bad yet. She forgot how to use the pp, she tried reading the manual and she cannot seem to understand it. On the call pp showed ins was on, she was in program 2 at 1.6 volts. She increased to 2.6 v. Symptoms reported was leakage which was consider a sudden change in therapy/symptoms. Event date: (B)(6) 2016 for leakage returned all of a sudden and (B)(6) 2016. For the patient said a week from today she noticed stimulation was at 1.6 v instead of 2.6 v and she did not use the pp since implanted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.